Event description:
It was reported that eight months and twenty days post a chronic catheter placement, the catheter allegedly broke upon removal. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eight months and twenty days post a chronic catheter placement, the catheter allegedly broke upon removal. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 6fr powerline d/l catheter in two segments were received for evaluation. A complete circumferential break was noted to the distal end of the catheter. The distal catheter segment was returned and measured approximately 12.9cm in length. The edges of the complete circumferential break on the distal end of the catheter were noted to be uneven and the surface was noted to be granular. The surface of the complete circumferential break on the distal end of the distal catheter segment were noted to be granular. Therefore the investigation is confirmed for the reported fracture and identified material separation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2025), g3, h6 (device). H11: e1, h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.